Event description:
On (B)(6) 2011, pt reported the up button on the infusion device is defective. Pt has to hold the up button for "a long time" for the infusion device to respond. This first occurred 2 - 3 weeks ago when pt attempted to bolus. Pt received this infusion device in (B)(6) 2007 and boluses 3 - 4 times per day. The up button pops up after it is pressed. Infusion device was replaced and requested for eval. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue.